Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as red and itchy. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the patch due to the skin irritation.outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.